Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 02-oct-2020, the patient reported detachment which happened from the beginning when opening the box and was not sure of leading any event. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing- tubing connector. No further information available.

Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in denmark. On (B)(6) 2020, the patient reported detachment which happened from the beginning when opening the box and was not sure of leading any event. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing- tubing connector. No further information available.